Event description:
It was reported by the customer that their insulin pump had alarmed no delivery and the needle from their infusion set had broken off. Customer stated they would attempt to insert the infusion set a few times until the needle would break. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Evaluated two opened/used reservoirs. Inspected reservoirs, snap-cap, and septums for anomalies. None were found. Ran the occlusion as follows: reservoir filled with diluent, and connected to a new infusion set. Installed the reservoir and connector into an insulin pump. Performed the infusion set test. Installed the reservoir and connector into an insulin pump and performed catheter tip test. Conclusion: the reservoirs were not occluded. The transfer guards passed per specification and no physical damage or bent needles noted.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.